Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device complaint issue was unable to be duplicated because the unit was not repairable due to sieve dust in the system, so the original complaint issue of no yellow light was not able to be confirmed.

Event description:
The dealer stated that the yellow light is not coming on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the yellow light is not coming on.